Event description:
It was reported that the patient was experiencing an increase in seizures recently and cannot feel stimulation. The relationship of the seizures to pre-vns baseline levels is unknown. The patient's magnet has also not been working to abort seizures. Three different programming wands were used to interrogate the generator, but none were able to communicate. The physician feels that the patient's generator battery is dead. The patient had his generator replaced on (B)(6)2010. Attempts for further information have been unsuccessful to date.